Event description:
(B)(4). For the last four days, I have had this crazy stomach pain where I cant ball up in a ball or lay on my sides. As gross as it may sound there was a lot of pressure in my butt hole like I had gas that I couldn't let go. Two weeks ago, I was in the hospital I felt as if I was gonna pass out and my head hurt so bad. I have been really depressed with how I been feeling I have five kids and they get the raft of a bad day their first reaction is are you ok mom weather its me not feeling good moaning in bed of pain attitude. My stomach swells as if I am pregnant, with serious body aches. Most of the time I feel tired I have been having lots of hot moments with sweat pouring from me like water. Hoping insurance will finally approve removal.

Event description:
It started this day with a sharp cramp in my lower abdomen. Over the years it has come to cramping, bloating before during, after periods. I have heavy bleeding, and my periods last 17+ days. I also have this I don't know wether to call it blood or discharge but its brown and has a horrible smell. It hurts to have intercourse and if I actually get there I bleed during. I get sick two to three times a week. So I lose a lot of weight in the last 2 months I went from 125 to 101lbs. Not sure if I am allergic to nickel. I have a cyst on my ovary. Last month in a half been in hospital for uti infection they thought I had kidney stones. Three weeks later back for same symptoms had pelvic inflammatory disease. For some reason I am producing excess bile. My feet swell. Lots of tired feeling the list can go on. (B)(4). Update on (B)(6) 2014: scheduled a removal but my insurance denied me services. So just waiting on a jump through if anyone know where I can get a reversal done close to (B)(6) it will help.